Manufacturer narrative:
Additional information provided in d.10, h.3, h.6, and h.10. During technical onsite visit the field service engineer (fse) inspected the micrometer. Fse performed laser alignment and calibration. Functional and operational tests were performed. The event could not be confirmed or replicated. Fse performed complete system verification; system meets specifications. No technical root cause could be identified as the system was operating within specifications. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported, the system presented issues with the micrometer indicating it was unstable prior to treatment. There was no patient harm or changes in the intended procedures. Additional information requested.